Event description:
Patient had previous acl rupture after which she purchased donjoy brace for prevention of recurrence. Patient sustained an acl rupture on same knee as previously reconstructed rupture while wearing brace. Patient states the knee hyperextended, though there was a stop in the brace to prevent it. Patient is an active floor ball player and at the time of injury, patient was participating in a floor ball game. Brace IFU states to lock both sides of brace at same stop. Patient is now waiting a second reconstruction surgery at the hospital.